Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display anomaly.

Event description:
The customer reported a blank display and a button error alarm. The customer also noticed condensation at the top of the reservoir. Advised that the insulin pump would be replaced. Nothing further was reported.